Event description:
It was reported that when using the bd pyxis¿ medstation¿ es connectivity issue, there was a connectivity issue, and the user was unable to log in. However, there were no delays adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all data synchronization and related network ports were found closed, indicating the pyxis device was not included in the existing or updated firewall policy, or the beach ER pyxis firewall rules were incomplete. The technical support specialist (tss) verified the closed ports using the port tester tool and identified the firewall policy gap. The issue was communicated for firewall configuration correction to allow required pyxis communications. The system functioned as intended after the technical support specialist (tss) investigated the issue.